Manufacturer narrative:
The evaluation of the treatment tip indicated no defects found. The tip surface and dielectric are intact. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of excessive force during rep delivery, lack of full contact to skin, failure to follow on-screen instructions, rf noise, poor rf delivery efficiency, empty cryogen can/fault in cooling system, and release of handpiece/foot pedal button before delivery is complete. A failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and neck and had small, white blisters on the left side of the face around the cheekbone immediately after treatment. The patient was treated at level 4 and did not complain of any pain. The operator reduced the treatment level to 3.5 for the remainder of the treatment. The patient has not undergone any other treatments in the symptom area. The skin was flat during treatment and good contact was maintained. The patient was given antibiotic cream and silvadene cream after the treatment. The patient has not come back for a follow-up appointment but has reported to be doing well. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment. The treatment tip surface was not inspected prior to use, but was inspected 3 to 4 times during treatment.